Manufacturer narrative:
This report is filed on february 14, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use subsequent to sustaining a head trauma, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported the patient's device had extruded prior to explantation.